Manufacturer narrative:
Additional information: b5. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite system to the abdomen and flanks on (B)(6) 2024 to the abdomen. Treatment to the abdomen was performed using curve 120 (c120) and curve150 (c150).the patient was diagnosed with paradoxical hyperplasia (ph) to the abdomen on (B)(6) 2025 and to the flanks on (B)(6) 2025.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported that a patient received coolsculpting elite treatment to the abdomen and flanks on (B)(6) 2024, using curve 120 and 150 applicators and presented with paradoxical hyperplasia to the bilateral lower abdomen and flanks, 2 months post treatment. Healthcare professional later reported that their patient had "surgery, liposuction, with a plastic surgeon but is still not satisfied with his results". Healthcare professional also reported that patient "feels as though they still getting the adverse effects from coolsculpting, even though he has had liposuction surgery". Patient later reported dissatisfaction, as the patient is upset with their liposuction results and possible recurrence ph.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite system to the abdomen and flanks on (B)(6) 2024 using curve 120 (c120) and curve150 (c150) and developed paradoxical hyperplasia (ph) to the low abdomen.